Event description:
It was reported that the left ventricular (lv) lead was unable to cannulate the target vein and was subsequently removed and replaced. The delivery catheter was utilized during the attempt to engage the left ventricular (lv) lead and there were no alleged device malfunctions and/or issues that occurred. However during the procedure and attempt to engage target vein the patient encountered an apparent cardiac tamponade. Pericardiocentesis was performed, and the patient is reported as stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).